Manufacturer narrative:
The inverter board and input socket were replaced to resolve the issue. The repaired unit was returned to the customer on 10/30/2015.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) display gets a white screen. If the biomedical engineer taps the device it will occasionally come back. The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. It was noted when the device came in there was minor damages in the top corner of the rear enclosure. The inverter needs to be replaced in the device. Nihon (B)(4) is currently awaiting the part. The device will then be repaired and returned to the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) display gets a white screen. If the biomedical engineer taps the device it will occasionally come back.